Event description:
A report was received that the patient was experiencing pain due to ipg migration. It was noted that the patient had some weight loss. The patient underwent a revision procedure wherein the ipg was repositioned.